Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the 8mm fenestrated bipolar forceps instrument's cable was torn. The instrument had 2 lives left. No fragments fell into the patient. The procedure was completing as planned but the patient outcome is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.